Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the issue was caused by a low bios battery. To resolve the reported issue, the fse replaced the bios battery and updated the date and time settings. The system was tested and returned to use in good working order. The codes were updated based on the investigation outcome.